Manufacturer narrative:
(B)(4).

Event description:
Procedure type: spleenectomy. According to the reporter: doctor placed the device on the tissue and fired. No staples/staple line were visibly present and the tissue reopened. No unanticipated tissue. No irreversible tissue damage as a result of this problem. No unanticipated blood loss of 500ccs. Surgical time was delayed by more than 30 minutes. No reinforcement material used. Surgeon admitted that he may not have squeezed the handle twice. Unfamiliar with the ta devices. Both times surgeon closed the jaw on the tissue and then transected the tissue. The opening was over sewed.